Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka surgery performed on an unspecified date, the reaming should have stopped at the depth stop but did not, so the surgeon reamed deeper than necessary. The stopper of the depth stop was not working properly and the depth stop moved from the reamer shaft with simple force even though the button of the depth stop was not pressed. The surgery was completed with the same reported device. It is unknown if there was any delay. After the surgery the patient experienced a patellar fracture on (B)(6) 2024 as consequence of the malfunction that occurred in the initial surgery. As treatment, the patient used a cast for 6 weeks and performed weight-bearing gait under a prosthetic appliance. Patient current health status is unknown.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the information provided, the definitive clinical root cause of the reported adverse event could not be determined. Although, worn or damaged instrument cannot be ruled out as a possible cause of reported over reaming. The impact to the patient beyond the over reaming, the patella fracture, cast and weight-bearing under a prosthetic appliance could not be determined since the patient¿s outcome is unknown. Devices' batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed a similar event for the depth stop. A review of complaint history of the previous 12 months revealed similar events for the reamer shaft, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h6 (medical device problem code).